Event description:
This is an intra-operative issue occurred in (B)(6). After final impaction of the delta tt cup, the surgeon noticed that one of the caps (which are screwed in the cup shell, and can be unscrewed to apply the bone screws) was unintentionally unscrewed and hidden under the tissues. The cap has been tracked and removed before closing the pt.

Manufacturer narrative:
We checked the DHR of the delta tt cup involved (batch 201305202) without finding any anomaly during the phase of screwing of the caps into the cup. These caps (3 for each cup) are screwed into the cup with a dynamometric screwdriver which applies a constant torque (1.2 nm). The cup remained implanted, while the cap involved was thrown away after removing it from the pt. We performed a functional check with 2 other cups belonging to the same batch (201305202); in particular, we measured the torque needed to unscrew the caps from the cups. The average torque has been measured to be close to 1.2 nm, confirming that the two devices are compliant to specifications. Based on this analysis, we believe that this is a "single piece" issue due to a human error. It's likely that the operator, when screwing the caps into the cup, applied a too low torque and this has caused the unintentional screwing of the cap during surgery. The operator responsible for screwing the caps into the cup has been sensitized, in order to reduce the risk of recurrence of such an issue. No corrective actions have been planned due to this event. (B)(4). Moreover, other acetabular cups manufactured from limacorporate use these caps, and no other similar issues have been reported. The post-market surveillance data confirm that the torque of 1.2 nm is safe and prevents the unintentional screwing of the caps. Limacorporate will keep monitored the market.